Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a decrease in pacing impedance measurements from approximately 900 ohms to 400 ohms for an unknown reason. At that time the physician opted to continue to monitor the patient. Approximately one and a half years later the rv impedance measurement had decreased to 389 ohms. The r wave amplitude had also decreased from 17 millivolts to 10 millivolts. Oversensing and undersensing were also observed on the rv channel. The patient was brought into the clinic where they were unable to reproduce the noise. Approximately six months later the patient underwent defibrillation threshold (dft) testing as the impedance measurement remained low and stead between 350 to 450 ohms. Dft testing produced good results. It was noted at that time the sensing and threshold measurement for the rv lead were appropriate. Boston scientific technical services (ts) discussed continuing to monitor the patient via the remote home monitoring service. The rv lead and ICD remain in service and no additional adverse patient effects were reported.